Event description:
Provider states that the mounting bracket that mount the back cane is broken.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.